Event description:
Caller reported a cgm error, specifically error 42, with their g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive guidance for resetting the pump, and the caller successfully initiated their sensor session after performing the reset, resolving the issue without further occurrences of the error.